Manufacturer narrative:
(B)(4): eval, results: (endoleak), (the cause of the unknown endoleak could not be determined). Conclusion: (the cause of the unknown endoleak could not be determined).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. Vessel morphology was reported as a moderate lca tortuosity; no calcification; an aortic neck angulation of 25 degrees; a straight aortic neck with a diameter of 22 mm; an aortic neck length of 45mm. It was reported that after implant, the angiogram showed a tear in the fabric at the location of the flow divider. An internal review of films showed a very small, not obvious leak on the left side of the graft. There was nothing else notable about the case. No clinical sequelae were reported. The patient has not had an intervention and is being monitored.